Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples and forty-six (46) unused samples were returned for evaluation. All samples were visually evaluated, and no non-conformities were found. Samples were also leak tested per specification with no leakages observed. Based on the evaluation results, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description: when it was attached to the IV catheter, it would leak blood at the base. No injury reported.